Event description:
It was reported that during a surgery the needle broke inside the device ar-12990 (lot: 15202060). Per complaint reporter there was no harm for patient, operator or third party. No further information received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed. The visual evaluation of the received knee scorpion ar-12990, batch 15202060 did not show any damages (see evaluation picture 1). However, during functional testing it was observed that the test needle (ar-12990n, batch 12937484) could be completely inserted but it was not possible to be fired (see evaluation picture 2). This indicates a blockage of the cannulation which is probable due to a broken fragment of the used needle inside the shaft. The reported failure is most likely resulting from improper device handling. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.